Manufacturer narrative:
Analysis of suspect computer found: computer hardware seemed to function properly, but root partition showed to be 100% full. Suspect software did not expand partition as data was imported. Replacing the computer in the system resolved the issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement device shipped to site (B)(4) 2014. On (B)(4) 2014 a medtronic representative performed a navigation system check-out, all areas passed. Suspect part received by manufacturer and under analysis.

Event description:
A medtronic ent representative reported that, while importing a patient exam onto the navigation system, the application unexpectedly exited. There was no patient present when this issue was identified.

Manufacturer narrative:
Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.